Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic inguinal hernia procedure, the bedside assistant unintentionally touched the robotic arm¿s contact sensors while reaching to apply pressure on the iliac crest. A red priority alarm occurred without an error message. The team waited approximately 10 seconds for the alarm to stop on its own and the procedure was completed without any further issues. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated multiple occurrences of an error code, indicating that the port latch was open while an instrument was inserted below the port on the arm cart assembly. Additionally, the main system controller (msc) logs recorded a collision on robotic arm joint 2 approximately eight seconds prior to the error code occurrence, which is consistent with a physical contact between two arm carts. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed issue was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. The instructions for use (IFU) states, "always keep hands and fingers away from orange contact sensor areas and any part of the system in motion during setup and teleoperation, to avoid pinching or crushing injury.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic inguinal hernia procedure; the bedside assistant unintentionally touched the robotic arm¿s contact sensors while reaching to apply pressure on the iliac crest. A red priority alarm occurred without an error message. The team waited approximately 10 seconds for the alarm to stop on its own and the procedure was completed without any further issues. There was no patient injury.